Event description:
On (B)(6) 2012 small xia operation was performed. When the final tightening, the rod did not become fixed although the surgeon applied regular torque with torque wrench. Although torque was applied again, since it had not been improved, he replaced the screw. The screw loosening had also occurred. After all the operation was finished safely.

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the surgeon experienced alleged difficulty while tightening the screw on the rod. The bone screw was found to be at max angulation and was pushed down in the tulip. These product return observations suggest that a significant torque was applied under blocker tightening. However, in spite of the actual product condition, the functional test performed resulted in a firmly locked rod. Mfg record review: no discrepancies noted. Complaint history analysis: only one potential similar event reporting intra operative difficulty to lock blocker was noted. The event was not confirmed and the issue was not reproduced. Risk assessment: the surgery was completed successfully and no adverse consequences were reported. Conclusion: while the product return observations suggest that a significant amount of load was put on these implants, it is not possible to draw any conclusion about the event cause(s). The event as reported could not be confirmed and the functional test performed resulted in a firmly locked rod.